Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record for sn: (B)(4) was performed from 11/04/2015 to 11/11/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue

Event description:
It was reported that the battery was found depleted. The battery was reconditioned for 48 hours (2 cycles over night and preventive maintenance performed. There was no patient involvement.